Event description:
It was reported a motor stall occurred following an MRI. Twenty four hours after the MRI, the pump status was checked. No motor stall recovery was noted. The pump was not alarming. There was no medical problem for the pt. The pump was reinitiated 90 minutes after the first interrogation and a motor stall recovery message was noted. The pt had no symptoms of withdrawal post-MRI. The pt was currently hospitalized for a non-pump related issue. There were no further issues with the pump.

Manufacturer narrative:
The device is included in the medical device safety alert, important info on potential MRI effects physician communication (2008).